Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was found to have an issue with the power cord locking, it was mechanically adjusted and released.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily checks, the cardiosave intra-aortic balloon pump (iabp) unit was found to have an issue with the power cord locking, it was mechanically adjusted and released. There was no patient involvement.

Manufacturer narrative:
Updated section: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6 (type of investigation, investigation findings, investigation conclusions),h10 a getinge field service engineer (fse) evaluated the iabp unit and found that the power cable locking system is stuck. To fix the issue, it was mechanically adjusted by fse. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.